Event description:
On 10/27/97 it was reported to alm that a lower main arm disconnected from an upper main arm of an ecl951 light fixture. The light fixture was sold in 1984 to the hosp. Alm immediately dispatched an alm technician to evaluate the fixture in question. The alm technician proposed a preventative maintenance contract to the hosp. Per the hosp's request, an alm technician is scheduled to repair the fixture by november 7, 1997 pending the receipt of a purchase order from the hosp.